Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01. (B)(4). MDR 3003442380-2025-01374. Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) according to reference results complaint is (B)(4) has been evaluated. The batch 6000331 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guideline for test of ref. Samples buid-umd version 12 for the code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. The following test was performed: visual test according to wi version 14 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 10 test on returned reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: device history record (DHR) review: the lot 6000331 was manufactured according to the wi version 74 on the packing process in the machine 12, on 15/mar/2023, with a total of (B)(4) units. Trending: a query was run in database on 11/jun/2025 against malfunction code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing) and lot 6000331 and no other complaint has been registered in database for the same lot and malfunction code. Review of the DHR showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event: as a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of tubing leakage at quick release just upon insertion on (B)(6) 2025. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 2. E1: patient city: (B)(6). Patient country: united states.